Event description:
The customer reported that the system reboots on it's own, but still will not power up. This did not happen during a case. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found the work station +5vdc power supply was low (4.70vdc). He adjusted the power supply +5.0 vdc. He tested the system by numerous reboots. The system operated as intended.